Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) has been dispatched to investigate the reported event. The fse replaced universal surgical manipulator (usm) as per isi procedures. System is operational and verified as ready for use. Isi received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. This unit was returned to failure analysis for triggering a 40084 error on the clock spring during a procedure. System logs were able to confirm the 40084 error along with 31226, 25730, and 32097 errors. The errors indicate a communication fault triggered by the clock spring fiberoptic cable. When placed on the test system, the unit triggered a 31226 error on the clock spring. On the patient side cart (psc) fixture test platform (pftp), aca rx down was failed. After reviewing the usm's fiberoptic cables power values over time, it was confirmed that the usm had diminishing fiber values on the clock spring. As a fix, the clock spring will be replaced. No image or procedure video was provided for review. A log review confirmed the procedure date of (B)(6) 2022 on system sk1066. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: a universal surgical manipulator (usm) was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported a fault on universal surgical manipulator 4 (usm4). Customer said they had a 40084 error on usm4 and the prograsp forceps instrument was clamped on tissue. The tse asked if customer had instrument release kit (irk), and customer said yes they had the release key. While pulling up the procedure to walk customer through using the irk, the customer said they were able to get the prograsp forceps instrument released from the tissue. Usm4 was disabled, and the customer was continuing with 3 usms to complete the case. The tse verified logs and saw multiple error's on usm4: 25730/23098/25733. The procedure was completing as planned with no reported injury. Isi made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.